Manufacturer narrative:
Correction h6 - method code should be 3221 instead of 110 and the conclusion code should be 4315 instead of 12.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended.